Event description:
It was reported that this device detected a far-field signal on the atrial channel. It was also noted that the atrial sensitivity had been previously programmed. Technical services were consulted for further review of the latitude data and discussed reprogramming options with the field representative. This device remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.